Event description:
A distributor reported on behalf of the customer that their camera head would not produce an image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of screen not displayed was confirmed due to a bad cable. The following additional findings were also noted: cable twisted, loss of water tightness due to pinhole on a cable, corrosion of the lock lever, and corrosion of the scope mount. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the video function did not function properly due to a cable failure, and phenomenon [no picture due to a defective light source] occurred as a result. Olympus will continue to monitor field performance for this device.